Manufacturer narrative:
The previously selected product code jzr was corrected with lwg.

Event description:
Manufacturer reference # 2019-62403.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet gmbh, kehler strasse 31, rastatt, germany 76437. Exemption # e2018004. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Pressure ulcers can be caused due to different influences (preexisting medical conditions, patient age, duration of the position, unfavorable positioning of the patient, etc.). No damage or malfunction of the used gel pad was reported. In the instructions for use (IFU) the user is warned regarding the risks related to improper patient positionin. Quot IFU: "warning! Risk of injury! Improper patient positioning may cause health damage (e. G. Decubitus). Position the patient correctly and keep under constant observation." No malfunction of the getinge - maquet device was reported. We assume that in this case several unfavorable factors came together and thus led to the described injury. Since an injury was reported to getinge- maque we decided to report tis case to the competent authoriteis. Getinge-maquet provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported that a patient developed decubitus on the chin while a (B)(4) - maquet gel pad was in use. The patient was under anaesthesia and in a prone position. Manufacturer reference # (B)(4).